Event description:
It was reported that episodes of oversensed far-field p-waves and/or myopotential oversensing were observed on the ventricular channel. Programming changes were made. Patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.